Event description:
It was reported by service report that the calf support was unable to be properly positioned due to adjustment cable had become loose and disconnected. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Calf support adjustment cable.